Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide did not move forward, after wearing the pod on the arm between 36 and 48 hours, indicating a failure of the needle mechanism. The patient's blood glucose levels rose up to 18.9 mmol/l (340.2 mg/dl). A manual insulin injection was administered to treat the hyperglycemia.